Event description:
It was reported that customer¿s pump issued 20a alarm related to cartridge without any further event details or blood glucose information. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device for evaluation and received replacement pump through distributor, with no additional outcome information available regarding event resolution.